Event description:
It was reported that the device exhibited an alarm for upstream occlusion during infusion. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device used. The event history log confirmed upstream occlusion alarm occurred during delivery. Functional testing could not replicate the reported issue. The root cause was unable to be determined. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.